Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the articulation was blocked, there was no tissue stuck between the jaws when the unclamping failure occurred, it was solved with a backup instrument. The instrument remains static. There was broken cables visible at the wrist. There was no material missing or broken off from the portion of the device that enters the patient¿s body.